Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 and dilated right atrium. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, leaflet insertion was difficult, and post deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). Intracardiac echocardiogram (ice) was then used for visualization for the duration of the procedure. To stabilize the slda clip, a second clip was deployed. To further reduce tr, a third clip was then deployed. The procedure was completed with three clips implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.